Event description:
Solicited call, infusion nurse state the curlin pump alarmed empty bag sounded even though there was still over 100ml in the bag. Nurse tried to resume and start, but pump would not go into the variable rate or allow nurse to select repeat or resume. Nurse turned pump off and on again chose continue program 120ml bag volume, 120ml to infuse at "80 ~ml/hr" and pump malfunctioned. Unknown if dose was able to be completed. No side effects were reported. Unknown if device on hand for return to manufacturer. No further information provided.